Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 51 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. Found that the customer's fixed prime was set to 10.0 instead of 0.50. Advised the customer to speak with his health care professional about the fixed prime amount. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.